Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient contacted technical services and stated that last year the cardiac resynchronization therapy defibrillator (crt-d) exhibited four years remaining and at the last interrogation this year there was two year remaining. The patient also discussed several other non device related health issues. Ts referred the patient to their physician. The patient noted that she does not currently have a following physician. The field representative associated with the patient's previous following physician noted that the physician has left the clinic and taken a director role at a different facility. No further information was able to be obtained. The crt-d remains in service and no device related adverse patient effects were reported.